Event description:
It was reported that a patient had a hardware removal procedure due to chronic knee pain. The patient had an accident with severe injuries on (B)(6) 2013. This was treated with ex-fix application to his knee right. On (B)(6) 2013, had surgery for bicondylar right tibial plateau fracture. Patient had an I&d on (B)(6) 2013. The hardware removal procedure was completed successfully with no surgical delays or patient harm. This report is for 3 unknown 4mm cannulated screws. This is report number 5 of 6 for (B)(4).

Manufacturer narrative:
This report is for 3 unknown 4mm cannulated screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.